Event description:
It was reported that the patient presented prior to generator exchange procedure. Interrogation noted that the right ventricular lead exhibited high capture threshold and high pacing impedance. The reported lead was capped and replaced on (B)(6) 2023. There were no patient consequences.